Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support through a complete pump reset, after which the pump did not display the cgm error code again. The caller successfully started their sensor session.